Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon literally ripped in half inside of me [foreign body in reproductive tract]. Tampon literally ripped in half [device breakage]. Case description: consumer reported via social media that tampon ripped in half. No serious injury reported.